Manufacturer narrative:
(B)(4).

Event description:
It was reported that a signal loss alert occurred. Data was evaluated and the allegation was confirmed. Probable cause could not be determined. The reported issue of a signal loss alert is reportable based on the finding of a loss of connection for over one hour. No injury or medical intervention was reported.